Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a no flow event occurred while using a csi orbital atherectomy device (oad). The target lesion was 2 cm in length, 70% stenotic and was located in the proximal circumflex artery. The physician used a 6fr introducer sheath, 3.5 ebu guide catheter and a crossing guide wire to access the lesion. An impella ventricular assist device was inserted prior to atherectomy. The crossing guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto the viperwire guide wire. The physician performed five runs at low speed. The physician was unable to cross the lesion during the first or second run, but during the third run, the crown appeared to jump slightly and crossed the lesion. The physician then completed the fourth and fifth run with no device issues; however, no flow was observed in the circumflex and left anterior descending (lad) artery. A blood clot was observed the lad artery and the patient had a myocardial infarction. Cardiopulmonary resuscitation (CPR) was administered for approximately 45 minutes and cardiac rhythm returned. The patient had to be put on life support, but the patient expired later that day. Additional information was requested, but was denied by the facility.